Event description:
Stent came off the balloon during the procedure resulting in stent embolization in the radial artery. Cardiologist unable to remove stent from radial artery. Blood flow test done. No issues. Family and patient made aware. Discharged home on the following day. Manufacturer response for promus premier over-the-wire stent, promus premier over-the-wire stent (per site reporter): manufacturer rep stated that they had not had issues with the device. Maude indicated 1 incident in (B)(6) previous year.